Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. On 11-june-2024, the patient's mother reported that there was cannula anomaly or fractured. The patient's mother also reported that her child sent back to home due to high blood glucose levels (525 mg/dl) and ketones (1.2 mmol). No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united kingdom.